Event description:
The patient experienced withdrawal with a return of symptoms; the patient had increased baseline spasticity for an unknown period of time. A dye study was done (date not reported) and it was thought that the catheter was occluded. The patient was scheduled for a catheter revision. After the pump was exposed, the md was able to aspirate the catheter and it was felt that it was fine. The md then decided to replace the pump. There were no pump alarms and the programming was correct. The md noted that the pump was replaced due to the age of the pump; it was 4 years old. There was reported to be no patient injury; the patient recovered without sequela. The device system was used to deliver lioresal 2000 mcg/ml at 190 mcg/day.

Manufacturer narrative:
(B)(4). Pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.